Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen turned blue and the customer was unable to see any of the pump features. During troubleshooting, the resolution issue was cleared and the customer was able to access all features. The customer's blood glucose level was 198 mg/dl.